Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported total rupture of the right device discovered during removal of the device and breast flattening/change in consistency of the device. Surgery was planned for replacement of the device and mammelomary reconstruction. Device has been explanted.